Event description:
Doctor reported patient having two corneal ulcers in the left eye. One ulcer was peripheral and the other ulcer was central. Patient was treated with antibiotic ointment and instructed to temporarily discontinue lens wear. (B)(6) days later at follow up visit, patient's condition resolved with scar. The visual acuity was not affected and patient resumed lens wear. No further medical information is available.

Manufacturer narrative:
The product was not returned for evaluation. The lot number is unknown. The exact source of the condition is unknown. Based on all information, no casual factors can be determined and no conclusion can be drawn.